Event description:
It was reported by the customer that a bd pyxis medstation es indicated "fatal error" in the application during the medication dispensing process. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. The following fields have been updated with additional/corrected information: b5, d1, d5, g1, h6 and h11 a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 04-dec-2022 to 03-dec-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the pyxis medstation es system popped fatal error popped on the application while dispensing medication. The technical support specialist connected to the station, opened ssms and confirmed that the database size exceeded the threshold. The technical support specialist executed the command from ka 000017741 to reduce the database size, but it was unsuccessful, dropped the database, attempted to repair the med app, implemented ka000014805 and restarted the device. After rebooting the device, the database was successfully created, a full synchronization was completed, and the station was restarted in application mode. The system functioned as intended after the technical support specialist troubleshooted the device.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that critical error occurred in the application. A technical support specialist connected to the station, launched ssms, and verified that the database size had surpassed the designated threshold. Subsequently, the database was dropped, and an attempt was made to repair the med app; however, an error occurred indicating an issue with the windows installer package. The recovery mode was set to simple, and the database was encrypted. The datasynchronization and maintenance service was then initiated, resulting in a complete synchronization. Finally, the station was restarted in application mode. The system functioned as intended after troubleshooting.

Event description:
It was reported by the customer that the pyxis medstation es system fatal error occurred in the application during the medication dispensing process. There were no adverse events or injuries reported based on this event.